Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was not returned for evaluation. Photos were provided which show the proximal luer port which is detached and metal rod of the handle pushing it to extend proximally beyond the grip. The second photo shows the distal end of the device with the stent graft partially deployed which leads to confirmed results detachment and partial deployment. High force must have been present leading to the detachment of the luer from the grip. Based on the provided photos and as the sample was not returned for evaluation, the investigation is closed with confirmed results for detachment and misfire. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device'. Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instructions for use states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instructions for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. The instructions for use states, "examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed". H10: d4 (expiration date: 02/2026) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.